Manufacturer narrative:
A complete analysis and testing of 8 opened and used reservoirs. Found the transfer guard needles were not centered and not parallel to the transfer guard body axis and 5 of the 8 transfer guards were found to be occluded, however all 8 reservoirs do not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported previously via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. Customer's wife stated that they were supposed to get 8 replacements and sent 8 reservoirs back. Customer was advised that there was no indication of any returns or replacements. Customer was advised that we would process the returns for her. Customer was advised that we ship 4 reservoir replacements.